Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Customer corrected the high bg by delivering a bolus via the pump and by using manual insulin injections. Reportedly, the infusion sets were changed to address the issue.